Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly, the customer was using cold insulin, and not cleaning the pump pneumatic tap or vents. Tandem clinical support informed customer that using cold insulin, and not cleaning the pump pneumatic tap or vents, is off label per the tandem user guide. Customer¿s blood glucose level was 140 mg/dl.